Event description:
Philips received a complaint from a customer regarding a v60 device that displayed a ¿blower temp high¿ error message with diagnostic code 1122. While in use on a patient, a check vent alarm occurred with the same code. The ventilator was swapped without patient impact, and no medical intervention or delays were required. The customer, with assistance from the remote service engineer (rse), evaluated the device and confirmed the reported issue. Diagnostic review of the service manual for code 1122 confirmed that the air inlet filter was clean and unobstructed, and the cooling fan was operating correctly. Based on the diagnostic, the blower assembly requires replacement. The rse dispatch a field service engineer (fse) for onsite repair. Initial troubleshooting confirmed that the air inlet filter was clean and unobstructed, and the cooling fan was operating as expected. Based on service manual guidance and the logged diagnostic code, replacement of the blower assembly was recommended. A follow-up onsite service was performed by the manufacturer's field service engineer (fse), during which both the blower assembly and motor control (mc) printed circuit board assembly (pcba) were replaced, as these components were identified as potential contributors to the issue. Following replacement, the device was tested and no further errors were observed. The ventilator successfully passed all required performance verification tests and was confirmed to meet specifications. The device was returned to service in normal operating condition.